Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and tested unit, everything passed. B01,c19,d14,g07001 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the door got stuck around a patient and was unable to open. Site rebooted and were able to open the door. This issue occurred intra operatively. There was no reported impact to the patient outcome and no additional information was provided.